Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the device and upon review of those records was able to confirm that the device lost power inappropriately during the event. Physio also performed a clinical review of the reported event and concluded that the device use did not contribute to the patient's outcome because defibrillation was not indicated based on the patient's ECG waveform. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when they pressed their device's code-summary button during an event, that the device powered off by itself. Medical personnel had pressed the code-summary button in order to determine the last time that a medication had been given to the patient. The customer advised that the patient did not survive the event and was deceased prior to their arrival.

Manufacturer narrative:
Physi-controlo replaced the device¿s battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed battery pins and observed that they had a loss of plating at the contact points. Based on the information available, physio-control has determined that the cause of the reported issue was worn battery pins.

Event description:
The customer contacted physio-control to report that when they pressed their device's code-summary button during an event, that the device powered off by itself. Medical personnel had pressed the code-summary button in order to determine the last time that a medication had been given to the patient. The customer advised that the patient did not survive the event and was deceased prior to their arrival.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that when they pressed their device's code-summary button during an event, that the device powered off by itself. Medical personnel had pressed the code-summary button in order to determine the last time that a medication had been given to the patient. The customer advised that the patient did not survive the event and was deceased prior to their arrival.